Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 17 malfunction event(s), where it was reported the device experienced brakes cannot be engaged; false engagement of brakes. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 1 device: wheel / wear problem. 2 devices: part/component/sub-assembly term not applicable / mechanical problem identified. 1 device: fastener / device migration. 1 device: rod/shaft / device migration. 1 device: gears / mechanical problem identified. 1 device: actuator / mechanical problem identified. 4 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 4 devices: appropriate term/code not available / no findings available 6 devices are pending evaluation. Evaluation results (components/results). 6 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 5 devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 2 devices: actuator/mechanical problem identified. 3 devices: part/component/sub-assembly term not applicable/mechanical problem identified. 1 device that was pending was evaluated and it was determined the device experienced the foot rest won't latch/lock, which is not reportable.

Event description:
This report now summarizes 16 malfunction event(s), instead of 17.